Event description:
The customer reported that the insulin pump was not beeping nor vibrating. Troubleshooting was performed. Had caller to run a self test, and the insulin pump failed the test. The device did not beep nor vibrate during the test. Advised that the insulin pump will be placed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had neither audible tone nor vibrator due to a broken transducer wire. The device had a missing end cap sticker, and it was not able to prime due to a faulty force sensor. However, the insulin pump passed the displacement test. Further testing could not be performed due to prime/fill anomaly.